Manufacturer narrative:
The tech found the caster was worn. He replaced the caster to repair the stretcher.

Event description:
Info received indicates the left head caster continues to swivel when in brake and pushed from the side.